Manufacturer narrative:
Date is estimated. Concomitant medical products: product ID: 3093-28, lot#: v475907, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: v475907, ubd: 18-may-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the summer right before they got their device replaced, the healthcare provider found out that their lead was stuck in their spinal cord, and that was causing the shocking sensation that the patient was feeling. It was stated that whenever they moved, it felt like they were ¿turning on the metal¿ in their body. To resolve this issue, when the healthcare provider replaced the device, they implanted the device deeper into their body. No further patient complications are anticipated or expected as a result of this event.